Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, and displacement test due to blank display. Unit had cracked lcd window, cracked case at display window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the side display was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.